Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock / low cardiac output syndrome was on an impella 5.0 for mechanical circulatory support. It was reported that the device exhibited high-pressure, the physician stated that he did not want to try and resolve this issue since the patient was experiencing bleeding. The patient experienced bleeding from an unknown location and the resolution for this issue is unknown. It was reported that the patient survived normal explant and the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.